Event description:
It was reported that the customer was hospitalized in intensive care unit due to customer is having surgery. Caller stated that the customer had low and high blood glucose and dr feels that the insulin pump was not working correctly. Caller stated that the insulin pump was removed at the hospital and customer was treated by IV drip. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.